Event description:
A device was implanted. Date not indicated. Device was removed from the pt due to fluid loss, infection and pain. Another device implanted. Date not indicated. Co has requested add'l info.